Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) or inductive telemetry. The device was not implanted and was exchanged with a new device to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of interrogation issue was confirmed. The cause of the communication issue was consistent with a memory corruption, resulting in the loss of bluetooth (ble) connectivity.